Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The investigation could not determine a specific cause of the event. Although no cause was identified, the issue appears to be resolved. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient on a cobas pro ise analytical unit. Two samples for the same patient were simultaneously tested on 2 different modules. Sample 1: the initial na result was 137 mmol/l. On (B)(6) 2026, the repeated result was 138.1 mmol/l. Sample 2: sample 2 was tested on another module, and the initial na result was 146 mmol/l. On (B)(6) 2026, the sample was repeated on both modules, and the repeated results were both na 137 mmol/l. The samples were repeated because the operator noticed a discrepancy between the initial results of the two samples. The na result of 137 mmol/l was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A possible bubble was noted in the alleged sample (sample 2) during the initial test. A precision test was performed with acceptable results. The investigation is ongoing.